Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
The customer reported via phone call that the insulin pump had recurring unexpected restarts. Blood glucose level at the time of the incident was not provided. Review of the alarm history shows that additional unexpected restarts had occurred. Customer stated that she was unable to upload the insulin pump to software. The insulin pump was not replaced or returned for analysis.